Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6), UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's (pt) representative regarding an implantable neurostimulator. The caller reported about a week ago, the patient's right arm, which is normally their good arm, started jerking and flailing and they could not control it. Caller said the programmer was in a drawer, it was untouched, they put new batteries in it, they checked the programmer and noticed their amplitude number was unexpectedly at 3.4 when it should have been at 2.9, they have no idea how it jumped from 2. 9 to 3. 4. Caller said they used the programmer and brought the number back down to where it belonged and got the pt's symptoms under control. Caller said they went to the doctor's office yesterday, the amplitude numbers were moved to stabilize the pt in the office and during the appointment spoke to the medtronic representative, greg ( unk last name) and the doctor who suggested they call pats to get a replacement for the patient programmer to rule it out as a potential cause for the amplitude numbers unexpectedly changing. Worked with caller to check the equipment for damage and caller said there was no visible damage. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. The caller mentioned unrelated medical history. This included caller said patient has had routine battery replacement in the past. Doctor and rep request the programmer be replaced as a reason pt's amplitude unexpectedly increased on it's own without using the programmer.

Manufacturer narrative:
H3: analysis of 37642 programmer (s/n#(B)(6) found " face plate scratched; device was scrapped due to failure final tests on board". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received as left device which controls right side of the body and doctor adjusted the settings in the office for jerking and flailing issues.